Event description:
An unknown issue was reported causing high blood glucose levels displayed as "high" on both the cgm and bg meter. No specific blood glucose value was provided, and there was no adverse impact to the customer¿s blood glucose level. The customer used multiple corrective actions, including correction injections and boluses via a pump, inspected the infusion site and tubing, but found no issues. After consultations with tandem technical support, the customer was advised to replace supplies and continue insulin therapy while consulting a healthcare provider.